Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Depot repair confirmed that the replaced tram 451n pcb non-iso input and das module assembly were discarded and not available for investigation. The depot repair service technician verified that the analog output signals provided by the tram 451n defib sync connector were not working. Service replaced the pcb non-iso input tram 2001 and the tram 451 assy das module to correct the reported problem. The likely cause of the failure was due to a broken or damaged connector on the pcb non-iso input board due to mechanical stress over time. Failure of the tram 451 assy das module could also result in loss of analog output signals. Electrical components on the das module could fail over time due to mechanical or thermal stress or component age.

Event description:
The customer reported a failure of the tram 451n defib sync. There was no patient compromise.